Event description:
Bilateral knee pain and throbbing [arthralgia]. Bilateral knee swelling [joint swelling]. Left knee "locks out" [joint lock]. Case description: spontaneous report was received on (B)(6) 2011 from an (B)(6) female pt, initials (B)(6). The pt's medical history is significant for osteoarthritis and previous synvisc treatment. On (B)(6) 2011, the pt received a synvisc-one injection into each knee. The pt reported that since receiving the injections, she has been experiencing bilateral knee pain, throbbing and swelling, worse in her left knee than in her right. The pt reported that since receiving the injections her left knee also "locks out". The pt has treated her symptoms with naprosyn. On (B)(6) 2011, the pt received a left knee joint aspiration as well as a cortisone injection in her left knee. The product lot number was not reported. At the time of this report, the outcome of the pt was not yet recovered. Additional info was received on (B)(6) 2011 in the form of qa results.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.